Manufacturer narrative:
Review of the device history records did not identify any manufacturing or processing related irregularities. The invictus mis polyaxial screwdriver, locking was found to be properly manufactured and released in accordance with design specifications. The mis polyaxial screwdriver, locking returned to atec on 05/18/2021. Visual inspection indicates a clean shear fracture of the driver hexalobe tip. No other remarkable features or observations were identified. The root cause is likely physical damage due to excessive torque which resulted in the tip shearing off. Labeling review: "possible adverse effects: the following complications and adverse reactions have been shown to occur with the use of similar spinal instrumentation. These effects and any other known by the surgeon must be discussed with the patient preoperatively. 1. Initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components..."

Manufacturer narrative:
The returned device is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
The screwdriver broke while placing an illiac screw. The tip of the screw driver was left in the screw in the patient.